Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 12atm for 15 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 12atm for 15 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). Device evaluated by MFR: the complaint device was received for analysis. No issues identified with the hypotube. No issues identified with the shaft polymer extrusion. A pinhole was identified 5mm distal to the proximal markerband. No damage was observed to the markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified with the tip. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be inflated because a pinhole was identified 5mm distal to the proximal markerband. No damage was observed to the markerband. No other device issues were identified during returned product analysis.